Manufacturer narrative:
Zimvie complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. Product evaluation: one implant was returned for investigation. Visual evaluation of the as returned product identified only the implant and mount without packaging. Signs of use. Functional testing was performed, the implant and mount disengaged. A pre-existing condition was not noted on the per form. Bone density was unknown. The reported device was located on tooth # 46 (fdi) and was placed and removed on the same day. X-ray & picture evaluation: the customer did not provide any images for the reported event. Review of appropriate documentation: documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 9-10/19 information identified: 'contraindications' 'warnings' 'precautions'. DHR review: DHR review was completed for the subject lot number 1257793. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number 1257793 for similar events and no other complaint was identified. Review completed utilizing keywords: 'functional : does not disengage/release'. Post market trending review: march post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did not occur, and the reported event was unconfirmed. Additionally, the reported event/coob could not be verified since the condition of the product/packaging as received by the customer was unknown/non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional device information unknown / not provided. Premarket identification k011028 and k013227. Device manufacturer date unknown / not provided.

Event description:
It was reported that the mount did not disengage from the implant. Tooth location 46. Procedure completed with other item.